Manufacturer narrative:
The coping gold non-eng. 3.5 mm imp (nea3g) was not returned and no x-rays or images were provided to review. Since product has not been returned, visual/functional inspection could not be performed. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint reported that the bridge fell out. Doctor used zimmer non engaging abutments. The reported complaint could not be verified with the information provided. A root cause for this complaint could not be determined. The following sections have been updated: d4: UDI: (B)(4), h3: device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that the patient's abutment (nea3g) was loose and eventually resulted in the bridge falling out.